Event description:
During an endosurgical operation performed on a patient, the surgeon allegedly observed at the peritonisation step that there were small transparent plastic pieces in the abdomen of the patient. The doctor noted that the patient's obesity made it difficult to perform the procedure.